Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow key was not working and clear circle on the left side of the insulin pump screen. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. Time was advancing. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.